Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the right and top membrane overlays. The unit passed extended self-testing. (B)(4).

Event description:
A report received from (B)(6) stated an ht70 ventilator experienced a faulty keypad. It was reported, the down arrow and alarm silence/reset buttons were non-functional. There was no reported pt involvement at the time the event occurred.